Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laparoscopic hysterectomy procedure on (B)(6) 2024, the unipolar high frequency cord that attaches to the l hook popped, burned straight through and then came off the rest of the cable. They were able to complete the procedure with a back-up cord. No patient injury was reported. However this caused a delay to the case of less than 2 minutes.

Manufacturer narrative:
Per investigation by the manufacturing site: during investigation of the affected cable (article: 26006m, lot: os01), it was found that the cable is defective directly after the kick guard on the side of the instrument. The cable has heavy signs of use and kinks. It is concluded that the most probable root cause is that the cable has been exposed to strong mechanical forces over a long period of time. These forces have damaged the strand in the cable. The next time the hf voltage was activated, the cable became very hot at this point (due to high resistance) and burned out. This event is filed under internal complaint ID: (B)(4).